Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2024-00382.

Event description:
A hospital reported that they received two packages labelled for cobalt chrome rods but actually contained titanium rods. Additionally, the regular device label was missing information including the description, manufacturing date, and ce marking. (Only one label for the part number and another for the lot number). There was no patient involvement. This is report two of two for this event.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to improper repackaging practices. DHR review: the DHR was unable to be located. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
A hospital reported that they received two packages labelled for cobalt chrome rods but actually contained titanium rods. Additionally, the regular device label was missing information including the description, manufacturing date, and ce marking. (Only one label for the part number and another for the lot number). There was no patient involvement. This is report two of two for this event.